Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that in (B)(6) 2016, (actual date was not reported) the patient was electively admitted to the hospital due to rising lactate dehydrogenase (ldh) of 699 u/l while outpatient. The lvad clinicians were concerned for lvad thrombosis. Upon admission, the patient was placed on a heparin and a tirofiban infusion to treat the lvad thrombosis. After two days of tirofiban, the patient was placed on plavix. With treatment, the ldh level decreased to 330 u/l from 699 u/l. A ramp echocardiogram from (B)(6) 2016 was not suggestive of occlusive thrombus. No additional information was provided.